Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of low flows was confirmed via log files which revealed 100 low flow alarms logged since april 16, 2017. Parameters were within normal operating range leading through (B)(6) 2017. Of note, it was reported that the patient was in ventricular tachycardia (vt) and was shocked by hospital staff back into sinus rhythm. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the low flow alarms was the reported ventricular tachycardia. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2017 with low flow alarms. It was noted that patient was in ventricular tachycardia (vt) upon admission. The patient was asymptomatic. The patient's implantable cardioverter defibrillator (ICD) did not convert the rhythm. While in the ER, the patient was externally defibrillated back into sinus rhythm by hospital staff. Echocardiogram was performed on (B)(6) 2017 and revealed mild aortic insufficiency, mild mitral regurgitation, no tricuspid regurgitation and ejection fraction of 10-15%. The patient was admitted and a right heart catheterization will be performed. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.